Manufacturer narrative:
Date of death - estimated. Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Implant date - estimated. The devices were not returned for analysis. A review of the lot history records and similar complaint reviews could not be performed as the part and lot information regarding the complaint devices were not provided. The reported patient effect of death, is listed in the mitraclip system instructions for use, as a known possible complication associated with mitraclip procedures. Based on the available information, a cause for the reported patient effect of death, could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other patient effects mentioned in the article are filed under separate MFR report numbers.

Event description:
This is filed to report the patient deaths. It was reported through a research article identifying mitraclip that may be related to the following: patient deaths, heart failure, atrial perforation, atrial fibrillation, hypertension, renal failure, cardiogenic shock, stroke, ischemic attack, re-hospitalization, and medical intervention. Details are listed in the article, titled ¿risk of percutaneous iatrogenic atrial septal defect closure required shortly after transseptal mitral valve intervention.¿